Event description:
The pt had a mr procedure. He was scanned with the sense nv coil. No measures were taken to separate the coil cable from the pt's skin. Immediately after the scan a second degree burn with a blister size of approx 10 x 1 cm and in the shape of the coil cable was found on his left hip.

Manufacturer narrative:
The sensing anomaly experienced in the field was confirmed. It was found that the outer insulation and the distal insulation were abraded at 30.5cm from the connector pin due to friction to another lead. A short circuit could have occurred due to this abrasion resulting in the reported sensing anomaly. Inside-out insulation abrasions were found at 48.5 cm and 51 cm from the connector pin.

Event description:
It was reported that the device delivered inappropriate hv therapy. Noise was being oversensed on both the atrial and ventricular channels. A lead abrasion was suspected. It was later reported that the rv lead had been dislodged. Both leads were later explanted due to suspected lead insulation breaks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (6).